Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
--

Manufacturer narrative:
It was noted that the device was explanted and the patient was upgraded to a crt-d device 1.5 years after the reported high defibrillation threshold clinical observation. Magnified visual inspection of the header identified no irregularities. All of the seal plugs were intact and medical adhesive had been properly attached to the header (manufacture process). The header was securely attached to the casing and no obstructions were noted in the lead barrels. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. Review of the device's memory noted 26 daily lead impedance measurements before the device was explanted in the last years worth of data. The atrial lead impedance measurements ranged from 1847 ohms to 2207 ohms. Manual impedance testing at varies loads found that the recorded values were within normal limits. The device was put through and passed returned products testing. This involves a series of automated diagnostic testing that verified the performance of pacing, sensing, shocking and recording functions of the device commensurate with battery voltage. It was concluded that this device performed normally throughout laboratory testing.

Event description:
Subsequently, boston scientific received information in (B)(6) 2012 that this device was electively explanted and upgraded to a cardiac resynchronization therapy defibrillator (crt-d). The chronic ICD device was received at boston scientific's return products department in (B)(6) 2013.

Event description:
Subsequently, boston scientific received information from the local representative that the clinic was aware of the situation and was planning to schedule the patient for an in-clinic follow-up.

Event description:
Boston scientific received information that this clinic nurse contacted technical services to report that an alert (high right atrial (ra) pacing impedance) was displayed on this patient's first latitude data transmission. In review of the data, there were several out-of-range (oor) ra impedance measurements (greater than 2000 ohms). The patient was seen in-clinic last week and all lead diagnostic measurements were normal. The patient's device had been reprogrammed to vvir for a short time due to epsiodes of atrial fibrillation. The clinic nurse asked if this oor measurement occurred while the device was in vvi or vdi fallback mode. Technical services explained that these ra measurements are done and are accurate irrespective of the programmed bradycardia mode (either normal bradycardia or fallback mode). Technical services discussed the possibility of an intermittent connection issue or that the terminal pin of the lead may not be fully advanced into the connector block. Technical services discussed further troubleshooting including pocket manipulation and chest xray. Subsequently, boston scientific received information that a patient relative contacted patient support to ask about the recall on this model#e110. The caller reported that her grandfather was not feeling well and that the device needs reprogramming every month. She believes the device is not functioning properly during episodes of atrial fibrillation. Technical services informed the caller that the device identified by this model#/sn# was not affected by a product advisory.